Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-oct-2009 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in the incident, it was determined that the drawer failed. A field service engineer confirmed that the failed cubie pocket was recoverable by the customer. The connections and cables in the back panel were checked, and the drawer was able to open and close, and the cubie was successfully recovered by the customer. The system functioned as intended after the field service engineer verified the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary, user mentioned that drawer failed. The customer reported that the user was able to remove the medication from another station and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.